Event description:
It was reported that the usb port and usb cable melted while the pump was charging. Reportedly, the customer was sleeping on top of the pump and woke up to a burning smell. The customer did not experience any injuries and there was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.